Event description:
Pulmonetic system, inc. Received the following report from a representative of reporting co: unit was returned for preventative maintenance. When they received the vent, it would not power on.